Event description:
Pt emergently to cardiovascular lab complained of arm pain. (Angina) found probable acute obtuse marginal disease. Pt on heparin infusion at 1100 units/hr. Protocol reopro bolus given (0.25mg/kg = 19mg.) Also rec'd additional heparin bolus 2000u. Percutaneous transluminal coronary angioplasty of obtuse marginal was done with suboptimal result. Elected to stent. Stent inserted and advanced to lesion. After stent centered on lesion it was noted that the stent had slid proximally 1/2 off the balloon. Dr pulled the stent back to just outside the guide tip, then pulled everything (guide, stent, balloon & wire) out. Found no stent on the balloon. After activated clotting time checked (was 243) a guide was replaced and a new stent was placed.